Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented a slight thickening at the base of the implant, but did not pay attention to it. The ipp is currently implanted. There is no additional information reported.